Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and or a complaint database search was not possible as the product and lot codes required was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Follow-up for additional event information was conducted utilizing work instruction (B)(4). No additional information was obtained. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient revised to address pain.